Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during implant procedure, this lead was extended several times to find ideal parameters, however, parameters were not adequate and the helix of the lead was then unable to be extended. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.